Manufacturer narrative:
On 29 august 2024: use 2 screws: 1 compositcp60 resorbable interference screw - round head ø9mm l30mm and 1 gentle thread interference screw ref. 905604 lot 544900 - not manufactured by sbm. Implanted and explanted on (B)(6) 2024. No impact to patient - no additional surgery - no delay to the procedure in excess of 30mn - but the patient has retained a broken piece of the second screw: potential risk of migration (not enough information). No element on which screw remained in the patient. Verification of manufacturing documents / of: no incidents during manufacturing - no other complaint concerning the sbm batch number. Device not available for direct analysis. Additional information requested to complete our investigation.

Event description:
(B)(4). Incident occured in united arab emirates. Event description communicated. "2 interference screws were used and both were broken. Half of the second screw is still in the patient's bone tunnel, and it's not possible to remove it".

Event description:
(B)(4). Incident occured in united arab emirates. Event description communicated. "2 interference screws were used and both were broken. Half of the second screw is still in the patient's bone tunnel, and it's not possible to remove it".

Manufacturer narrative:
29 august 2024 use 2 screws: 1 compositcp60 resorbable interference screw - round head ø9mm l30mm and 1 gentle thread interference screw ref. 905604, lot 544900 - not manufactured by sbm. Implanted and explanted on (B)(6) 2024. No impact to patient - no additional surgery - no delay to the procedure in excess of 30mn - but the patient has retained a broken piece of the second screw: potential risk of migration (not enough information). No element on which screw remained in the patient. Verification of manufacturing documents / of: no incidents during manufacturing - no other complaint concerning the sbm batch number. Device not available for direct analysis. Additional information requested to complete our investigation. On (B)(6) 2024: follow up1. Additional information requested: the incident report stipulates that "the half of the second screw is still in the patient's bone tunnel" / screw part no: 905604, lot: 544900: no. It's 905257/240534. Can pieces migrate? - no, it's stable. In accordance with the description, the screw 905257, lot: 240534 was explanted - can you confirm this? No, portion of screw still in bone. Are there any photos of this screw? No. What was the diameter of the tunnel? 8mm. Has a prior tapping of the tunnel been carried out? Yes. What was the nature of the graft (kj, dt4, other)? Hamstring tendon. What steps were being performed at the time of products failure? Doctor used bone post and fixed graft in it. Which screw was used to complete the surgery (lot number)? Portion of screw still in tunnel so he used bone post outside the tunnel for graft fixation. Is the surgeon familiar with the medical device? Yes. Was this his 1st use? Between 2 and 10 poses? Or more than 10 poses? He used same product more than 5 time. Did the health care facility declare this incident to the national competent authority? No. According to the country's current legislation, should this event be reported to the national competent authority? No. Analysis of this event: no photos: device not available for expertise / scrapped first intention use of a screw not manufactured by sbm in the same surgery as the first breakage. Sbm lot: 240534: this batch of screws does not present any manufacturing anomalies. Everything is consistent. Given the progress of the manufacturing session for this batch of ligafix, the implementation conditions cannot be the cause of the failure. The high level of molecular mass of this batch of screws attests to the very good progress of its manufacturing. The tunnel was drilled at a diameter smaller than the screw diameter placed in second intention (sbm's), which probably caused too much force the screw placed initially broke, debris could also have hindered the placement of the second screw. In the absence of numerous elements on the circumstances of the screw breakage, the hypotheses that could explain this breakage are as follows: diameter of the screw not adapted to the diameter of the tunnel. Debris in the tunnel hindering the progression of the screw. Deformed area during the removal of the previously installed screw. The origin of the incident is not clearly established (3 hypotheses put forward - not enough information: no visualization of the broken screw): no action implemented. In spite of this, the surgical technique was not respected (tunnel diameter smaller than the diameter of the screw used). Reminder of the importance of respecting surgical technique in the closing e-mail sent to the distributor.